Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during an unknown procedure that the suture came loose and detached from the first implant after inserted into the meniscus. There was no report of patient injury.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. The trigger has been fully advanced within the handle. T2 has been advanced to the pre-deployment position on the needle. T1 is missing from the construct and the suture appears to have been cut. It appears that t1 was inadvertently cut off by the needle. Further investigation is not warranted at this time. (B)(4).